Event description:
Cook mac-loc chest tube lot # 7486055, broke during placement in pt x 2. First tube was placed on (B)(6) 2017, pt developed pneumothorax. Second tube insertion on (B)(6) 2017, broke (B)(6) 2017. All tubes displaying the make and lot number have been sequestered and sent back to the reps by the ir staff.